Manufacturer narrative:
No product was returned. The most likely root cause of the delivery issue was patient condition related due to severe stenosis in the subclavian artery.

Event description:
The user facility reported 52-year-old female patient with cardiomyopathy was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 was not able to be inserted as the patient had severe stenosis in the subclavian artery. The insertion for the 5.5 was aborted and impella cp was placed successfully. No patient harm was reported.